Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump was tested for 29 hours and the pump's flow accuracy was found to be within required specification.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were requiring multiple presses for a response. The reporter stated that there were multiple occasions of the pump cancelling a bolus on its own. The bolus history was reviewed with the reporter and showed several incomplete boluses without associated alarms. The reporter denied that the patient could have been pressing any buttons at the time of the cancelled delivery. The reporter indicated that the patient experienced blood glucose levels of 17-18 mmol/l with positive ketones related to not noticing the cancelled boluses. The reporter stated that the patient wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with keypad issues which resulted in cancelled boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.